Manufacturer narrative:
This information was not available from the facility. During inflation, the balloon ruptured below rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Report source foreign- (B)(6). The angiosculpt device was infectious and discarded by the facility, thus no returned product investigation was performed.

Event description:
The angiosculpt device was used to treat the distal sfa. During the second inflation below rbp, the balloon ruptured. The procedure was completed with a new angiosculpt device. No patient injury reported.